Event description:
It was reported that the customer's insulin pump had a frozen display and alarmed an error. It was stated that the customer did not have new battery at hand. Instructed the caller to get a back plan before troubleshooting the device. The customer called back while inserting a new battery and the self test passed. Then the device beeped loudly again and the screen was frozen. Advised the customer that the device would be replaced. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.